Event description:
It was reported that at device change-out, an insulation anomaly was observed. The svc vector was turned off. Lead was partially capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.